Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018- 01726 .

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with an edwards 20mm bav catheter in a standard manner. Following bav, the commander delivery system and a 23mm sapien 3 valve were advanced through the 14fr. Esheath. Resistance was noted as the delivery system was advanced. Just before the sapien 3 valve exited the sheath, the patient¿s blood pressure dropped. Cardiac massage was executed and percutaneous cardiopulmonary support (pcps) was initiated. The delivery system and valve were retracted into the loader and withdrawn out of the sheath. A new sapien 3 valve and delivery system were prepared and used without difficulty. Following the removal of the esheath, an iliac artery rupture was noted. The injury was treated with the placement of a stent graft. The patient was transferred from the operating room intubated and weaned off of pcps. On postoperative day (pod) 1, the patient was extubated. At the time of the report, the patient was doing well. Information regarding the access vessel minimum luminal diameter (mld) and degree of vessel calcification and tortuosity was not provided. The bav catheter, esheath and delivery system were discarded by the facility following the procedure. The valve remains implanted in the patient.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. The minimum required vessel diameter to safely accommodate a 14 fr sheath is 5.5 mm. The access vessel minimum luminal diameter measured 5.0mm at the external iliac artery. Moderate vessel calcification in the abdominal aorta-common iliac artery and mild vessel tortuosity in the lower extremity arteries was reported. The esheath was discarded at the site following the procedure and was not available for evaluation. Without the device, visual evaluation, functional testing and dimensional testing could not be performed. Images of the esheath post procedure were provided for review. No photographs of the device or imagery was provided for review. Review of work orders of the components most relevant to the reported event was performed. The work orders did not reveal any issues that could have contributed to the reported event. A lot history review revealed no other similar complaint related to ¿sheath shaft ¿ resistance with delivery system, bc¿. A complaint history review from may 2017 to april 2018 revealed 32 other returned complaints for the 14fr edwards esheath introducer set (all models). Five (5) complaints were unable to be confirmed and no manufacturing non-conformances were found. Twenty-three (23) complaints were confirmed, but no manufacturing non-conformances were identified. One (1) complaint was confirmed and a potential manufacturing non-conformance may have contributed to the event. Corrective actions were previously initiated for the issue. Three (3) complaints are pending engineering evaluations. Review of the complaint history revealed that the occurrence rate did not exceed the april 2018 control limit for the trend category of ¿resistance between devices¿. A review of the device prepping manual and training manuals did not identify any IFU/training deficiencies. During final assembly, the esheath shaft component undergoes multiple 100% inspections. During manufacturing, the esheath tip undergoes multiple inspections. The esheath also undergoes multiple 100% inspections by manufacturing and quality during final inspection. Following sterilization, product verification (pv) testing is performed on devices from each lot following a sampling plan. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of risk documentation revealed that the reported event is anticipated in the risk management file. Inability to advance a compatible device through the sheath may result in procedural delay. Severity level of 2. High push force (resistance) to advance compatible device through the sheath or loader may result in a delay in the procedure. Severity level of 2. In this case, the complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was not able to be confirmed as the devices were not returned for evaluation. Without the devices, the presence of a manufacturing non-conformance was unable to be identified. Based on DHR review, lot history review, complaint history review and manufacturing mitigation review, there is no evidence to confirm that a manufacturing issue contributed to the reported events. As stated in the training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. The minimum required vessel diameter for a 14fr sheath is 5.5mm. The patient access vessel minimum luminal diameter (mld) measured 5.0mm with moderate calcification and mild tortuosity reported. In addition to procedural factors (manipulation of the devices), patient factors (less than adequate vessel mld, vessel calcification, vessel tortuosity) likely contributed to the resistance noted during the advancement of the delivery system through the sheath and the subsequent iliac artery rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.